Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported the cause of the stimulation changing on its own was not determined. The patient had the settings adjusted and believed the issue was resolved. //nfc

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated that she is not having pain control with her system. The patient has tried communicating with her controller and recharger. The patient stated when she charges the ins she is seeing the controller is at 70% and the ins is at 100% and has been there for the past two day. This is not normal for the patient as she typically changes twice a day (morning and evening). There were no falls or trauma related to this issue. The issue is also not positional movement related, and the patient does not have adaptive stimulation (as) programmed. Also no medical or emi environmental exposure was noted. The patient was walked through with their recharger and controller. The rtm shows the ins is charged to 100% and the controller was at 70%. The patient was also helped to change the amplitude to see if she could elicit any stimulation sensation. The patient was on group b1 at 1.0 ma and she increased to 5.0 ma where she could feel tingling down her leg. The patient was then instructed to drop stimulation down to 2.0 ma, but after a minute the value dropped back down to 1.0 ma. The patient then tried it at 1.5 ma and the system did the same thing. The patient was redirected to their healthcare provider (hcp) to have their system checked. No further complications were reported. No additional patient symptoms were reported.